Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized and treated for claudication and congestive heart failure (chf). The patient developed an infection and blood cultures were positive for (B)(6). It was also reported that there was intermittent loss of bi-ventricular pacing for which the device was reprogrammed (back up rate was increased). The patient was made do not resuscitate (dnr) status due to sepsis and congestive heart failure and subsequently died. The source of the sepsis was unknown. The patient was enrolled in the (B)(6). No additional information is available.